Event description:
It was reported in a service report the foot-end jack was leaking. The user facility was unable to provide any info as to whether there was pt involvement. However, there were no adverse consequences associated with the reported issue.